Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 839.1 ml, drain 1 838.9 ml, fill 2 837.0 ml, drain 2 837.0 ml. Per cqi56 this is a reportable malfunction since fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification: fill 1 839.1 ml, drain 1 838.9 ml, fill 2 837.0 ml, drain 2 837.0 ml (allowable range 774.0 to 821.0 ml). The pal evaluated the device. External / internal inspection was performed and passed. The assignable cause for the rite functional test failure for accuracy was determined to be caused by deteriorated door piston foam. Pal recommends replacing the door piston foam. Device was sent to servicing.